Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported 6/3 we had a PICC that we drew back and noted air go into the syringe while we were checking for blood return. I immediately took PICC out and put introducer cannula back in and we obtained a new PICC. We re-examined the line and I had the clamp on the tubing attached to PICC to show the leak I found when I evaluated the line after taking it out of the patient to see why when I puled back there was air in the syringe. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak along the extension tubing is confirmed and was determined to be supplier related. One 4 fr s/l powerpicc solo with its 3cg t-lock assembly and stylet was returned for evaluation. An initial visual observation showed blood residues throughout the returned device. A functional test of attempting to infuse water into the t-lock assembly luer using a 12 ml syringe revealed a leak at the tubing/luer interface. A functional test of infusing dye water into the t-lock assembly using a 12 ml syringe to identify the flow path of the leak inside the luer revealed the fluid path could not be easily identified using the dye. A microscopic observation revealed a vacant space inside the luer where the tubing connects to the luer. An observation of the dye water inside the luer and tubing under the microscope revealed the leak appeared on the opposite side of the vacant space observed under the luer. Adhesive sections could be seen around the tubing at the tubing/luer interface, and the adhesive was observed to be disconnected from the green luer. A microscopic observation of the proximal end of the luer revealed no easily observable fluid path from the proximal end of the luer/tubing interface. Microscopic inspection of the luer/tubing interface revealed inadequate adhesive coverage at the tubing interface with the luer. This failure was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.